Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys hcg+ss (hcg+ss) on a cobas 6000 e 601 module. The initial result was 0.100 miu/ml with a data flag. This result was reported outside of the laboratory where the clinician requested a new sample be obtained. On (B)(6) 2021 a 2nd sample was obtained and the result was 369.3 miu/ml. The customer repeated the initial sample and the results were 332.4 miu/ml and 314.3 miu/ml. The customer repeated the initial sample on a different e601 module with a result of 346.7 miu/ml. The hcg+ss reagent lot number was 58457901 with an expiration date of 31-mar-2023.

Manufacturer narrative:
Upon investigation of submitted data, a general reagent problem can be excluded because the provided qc data were within specifications. However, there were several data points outside of 2 sd prior to the date of the event. The provided calibration signals were slightly higher than expected but do not appear to affect the performance of the calibration. The customer stated that they observed a clot and/or gel on the c501 sample probe. The provided preanalytical data did not indicate an issue. The alarm trace on the date of the event showed abnormal probe sucking alarms, abnormal aspiration alarms, sample short alarms and abnormal sample probe movement alarms. Preclean short and reagent warning alarms were also present. The investigation did not identify a product problem.